Event description:
It was reported to philips that the heartstart mrx defibrillator indicated a paddle contact fault even though the paddles were correctly connected. There was no patient involvement.

Manufacturer narrative:
Customer evaluated device.